Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy with an oophorectomy. Rep reported that the device would not fire. The staples would not fire. It locked out. Another atw35 was used to complete the case. There no was consequence to the patient.